Event description:
It was initially reported that the pt had gone through a metal detector and was swiped with the wand multiple times while going through a security check point. She woke up the following day with pain at the electrode site and went to see her physician. Diagnostics were within normal limits and there was nothing found wrong. The pain has continued and the pt has been referred for a surgical eval. Good faith attempts for more info have been unsuccessful to date.

Event description:
Additional information was received that indicated that the patient is not going to have surgery at this time. Diagnostics were run at a recent appointment and were within normal limits.

Event description:
Reporter indicated the patient was seen in the office on (B)(6) 2012. The vns settings were adjusted which resolved the painful stimulation in the chest and neck, and the patient was having no discomfort by the end of the visit. The vns is reported to be working properly. The vns had previously been disabled temporarily in 2011 due to the painful stimulation.